Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing during its implant procedure. It is suspected the oversensing is due to the medical procedure or electromagnetic interference (emi). Technical services (ts) reviewed the recently recorded episodes and noted no out of range measurements. This device remains in service. No adverse patient effects were reported.